Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 6 of 6 devices were returned for evaluation. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of three devices found excessive wear due to a lack of proper maintenance. These devices had a deformation issue (dent). The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of two devices found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The devices did not heat up during evaluation. The devices were repaired and returned to the customers.

Event description:
This report summarizes 6 malfunction events where a midwest® e mini 1:5 handpiece overheated. 6 events resulted in no injury.